Event description:
A site reported to rxsight that a capsule tear occurred during the implantation of a light adjustable lens+ (lal+, sn (B)(6), +22.5d). The lal+ was removed, a vitrectomy was performed, and another lal+ was implanted into the sulcus.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Manufacturer narrative:
Additional data: d9, h3, h6. The lal was cut into multiple pieces during explantation; no device problem found during visual inspection. No additional evaluation could be performed due to the condition of the returned lens pieces. Manufacturer reference #: (B)(4).